Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that the device was not in patient use when the issue occurred. There was no patient injury, increased surgical time or medical intervention required.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/02/1996 and was last repaired on 07/02/2010. Evaluation of the device observed that the comb was bent. It was also observed that the gear guard was bent and the roller, roller gear, side plates and ratchet gear were damaged. A test mesh and calibration could not be performed due to damage of the comb. One cutter, 1.5:1 ratio cutter serial number (B)(4), was returned for evaluation. Evaluation of the cutter determined that the cutter produced an unacceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.